Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and one-month post filter deployment the patient presented with mid-abdomen pain. Subsequent computed tomography (CT) revealed there was an inferior vena cava filter present and the apex of the filter was just below the level of the renal veins. The filter was in satisfactory position. The struts extended beyond the wall of the inferior vena cava but did not meet criteria for perforation. Two of the struts were in close proximity to the abdominal aorta but did not penetrate the aortic wall. There was an apparent bending of the lateral and medial struts of the inferior vena cava filter without evidence of tilt or perforation or fractured struts. Therefore, the investigation is confirmed for the perforation of the ivc and material deformation. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated and apparently bent. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced mid-abdomen pain.